Event description:
It was reported that an infusor had no flow during patient use. The device was filled with a solution of fluorouracil and saline. There was patient involvement, however, there was no report of adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample containing approximately 20 ml of solution in the reservoir. Visual examination of the device showed no signs of blockage that could have caused the reported condition. Flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the reservoir. No root cause was identified, as no evidence of product malfunction was observed. No other observations were noted on the unit. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.